Manufacturer narrative:
The liquid embolic material was not returned, as it was consumed in the procedure. Based on this reported information, the post procedure neurological decline and its exact cause is unknown. Neurological deterioration is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). There is no evidence suggesting that the device was defective, but rather a post procedure and patient condition related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that post uneventful embolization, the patient developed neurological deterioration with glasgow of 7. The patient was reported to have been treated with onyx and two other liquid embolic agents. Post successful embolization of the branch of the posterior cerebral artery, which was believed responsible for the initial bleeding. The patient¿s initial recovery was good with early extubation. The patient responded to simple instructions and the pupils were symmetric and responsive. Stable in hemodynamics and respirations; blood pressure was 120/60 mmhg, sp02 was 99% with 3l/min 02 via nasal cannula. A few hours later, the patient deteriorated sharply in neurological terms, with absence of eye opening, withdrawal into pain and groaning. Glasgow score bordered on 7. There was grasping of the left hand. The pupils were symmetric, responsive, intermediate, there was suspicion of right-sided hemiplegia. An emergency brain scan was performed at 4.30 p.m., which did not show any formation of ischemic lesion or intra- or extra-axial hemorrhage. Moreover, the embolization material appeared to be in place in the nidus. A neurosurgical opinion was requested; it was decided that an external ventricular drain (evd) should be inserted into the site of the operation. The patient was therefore re-intubated after rapid sequence induction, sedated with propofol and sufentanil and was also given amines: noradrenaline 0.05 g/kg/min to maintain map at 90 mmhg. The day after admission the patient was hemodynamically stable, sedation was stopped to allow progressive waking to be observed. The patient had slight anisocoria with the right pupil slightly more dilated than the left; however, they both remained responsive. A control cerebral angiography was performed during the day and did not find active bleeding or interruption of flow which could explain the symptoms. The patient was extubated in the evening with good respiratory tolerance. During the subsequent 72 hours the patient appeared very agitated: he responded to simple instructions without otherwise opening his eyes, had mixed aphasia and appeared to be openly antagonistic. There was no motor deficit. The patient subsequently received corticosteroid treatment for 48 hours and therapeutic doses of heparin for 72 hours.